Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos were received; therefore, the condition of the components is unknown. Medical records were not provided. Review of the device history record identified no related deviations or anomalies during manufacturing. Root cause cannot be determined. Complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 42512100711; lot# 65321414. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient underwent a revision approximately two (2) weeks ago due to tightness in the knee. During the revision, the original patella was explanted and the surgeon made an additional bone cut to make the bone thinner and then implanted a new patella. There was also a noted poly swap only because the joint was being opened. Attempts have been made and no further information has been provided.